Event description:
It was reported that pump screen stayed dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button presses with and without pump support, to plug pump into a working power source, and to wait for bootup, but pump still did not turn on, so technical support arranged replacement pump shipment under warranty, confirmed use of multiple daily injections as backup insulin therapy, provided instructions for storage mode and pump return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.